Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. The device data logs were analyzed and no abnormalities were found. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The spouse of an impella patient called abiomed collections claiming that his wife died in 2020 as a result of a malfunctioning impella. Based on the abiomed on-site representative, the patient's cause of death was related to a failed perclose with uncontrolled hemostasis. Protamine was delivered, which lead to clotting, arrhythmia, and eventual death.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the root cause of the access site bleeding was not determined since product was not returned. The relation to impella is unknown.